Event description:
When the staff went to open the package of an emerald diagnostic guidewire it was noticed that the bottom was not sealed, therefore un-sterile. All other products in the same code/batch were checked and no others were found.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.